Manufacturer narrative:
A ge rep contacted the customer by phone and directed them in repairing the sys by adjusting the power supply voltage and cleaning and connecting the x-ray controller contacts. System operates as intended.

Event description:
It was reported that the system would intermittently not boot up. There is no report of injury or death associated with the event described in this complaint.